Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with non-sustained, oversensing, due to post paced t-wave oversensing. The session record data was corrupted. The implantable cardioverter-defibrillator was reprogrammed and the patient would continue to be monitored. The patient's condition was stable.

Event description:
New information available on (B)(6) 2018 states that the asymptomatic patient presented remotely via merlin.net transmission. The cardiac resynchronization therapy defibrillator exhibited further nonsustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel, observed on stored egm. The patient did not receive therapy during the oversensing. Programming changes were discussed.